Manufacturer narrative:
Correction: following sentence should have been included in initial manufacturer narrative. All internal insulation abrasions were proximal to the right ventricle shock coil.

Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. A partial lead was returned in two pieces. Surface abrasions were noted in multiple locations on the connector boots and legs. Internal insulation abrasions were noted at 8.0 cm to 8.1 cm, 11.1 cm to 12.3 cm, 13.1 cm to 13.6 cm and 21.3 cm to 21.8 cm from the distal tip breaching the non-functioning cable lumen. Internal insulation abrasions were noted at 22.9 cm to 23.2 cm and 33.2 cm to 33.7 cm from the distal tip breaching the re cable lumen. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.